Event description:
Reported false positive sars results. Patients were both symptomatic and asymptomatic (off-label). The customer communicated the results were confirmed negative by molecular (pcr testing). High volume testing taking place (approximately 1000 students per day across multiple sites) with an overall false positive percentage of 2-3%.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.